Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The reported issue could not be confirmed. The tracheal and bronchial cuffs each inflated and deflated fully without any restrictions or defects. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse did a ballooning test prior to use. During the test, the cuff did not deflate completely. There is no patient involvement reported. There is no report of serious injury or death associated with this event.